Manufacturer narrative:
B3: event date is unknown; it is known that the event happened at the beginning of october. E1: initial reporters address 1; (B)(6). E1: initial reporers address 2; (B)(6). One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was duplicated. Visual test performed and found damage to the rear housing. Functional testing performed and found the air detector is defective. The rear housing and air detector was replaced.

Event description:
It was reported that the device air problem was detected. The problem was detected when the tubing was placed before use on patient.